Event description:
It was reported, the camera head rod was not getting inserted properly (endoscope cannot be attached to the coupler, coupler is moving - wobble). There is no report of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional finding: there was flooding from the damaged part of the switch. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head rod was not getting inserted properly (endoscope cannot be attached to the coupler, coupler is moving - wobble). There is no report of patient harm.